Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments. Case #: (B)(4). (B)(6). Patient or user involvement: no, patient or user harm: no. Case description: customer receives error 260.4130 at power on 8100 (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 260.4130 at power on 8100 (B)(4). Assisted customer to troubleshoot, and isolate problem fault with pressure sensors. Customer performed analog sensor task, in system maintenance. Bottle-side sensor reading at 5.01 volts with tubing set engaged. Patient-side sensor reading shows 1.83 volts, with no change in the tubing set engaged. Suggested to customer to interchange the logic board, to identify any circuitry failure. If same results from testing, customer to repair/replace the pressure sensor if needed. Informed customer, if any further concerns and/or issues to give a call back. End call.